Manufacturer narrative:
Unit was monitored for 24 hours, no blank display noted or battery out of limit alarm noted. All operating currents are within specification. Unit passed self-test. No isolation tape damage noted on lcd board. Unit passed the unexpected restart error test. No unexpected restart or external error alarm noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that in the alarm history she found unexpected restart and external error alarms. The insulin pump powered off twice in one week without any warning. Customer's blood glucose level was 250 mg/dl. The customer is pregnant. The insulin pump went blank again while she was on the phone. The customer was advised that the device would be replaced and agreed to return the product for analysis.